Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an open book image. The customer stated that the sensor not penetrating skin. The customer reported a blood glucose value of 63 mg/dl. The customer experienced hypoglycemia, and hyperglycemia. The event involved product(s) mmt-7040a, mmt-397a, mmt-326a, mmt-1884l, and mmt-7841zn. Troubleshooting was not performed for the low blood glucose, and high blood glucose. Troubleshooting was performed for the open book image, and it was explained that the pump performs safety checks, and an error was found. Troubleshooting was performed for the serter troubleshooting, and non-serialized product being replaced. Troubleshooting was performed for the unable to pair device, and the pump alert with ¿device not found. Troubleshooting was performed for the loss of communication, and the transmitter not in use in warranty. No further patient complications were reported. No product return is required for mmt-7040a, mmt-397a, mmt-326a, mmt-1884l, and mmt-7841zn.